Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2014. During the procedure, the blade would not cut through the tissue. The device was making unusual noises from start and it would not cut the fibroid. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation,the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.